Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliolumbar artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and an angiographic catheter. It should be noted that the patient's anatomy was highly tortuous. During the procedure, two pod pcs were implanted in the target location. Next, while advancing the distal tip of a pod pc a few centimeters out of the microcatheter, the physician encountered resistance. The physician withdrew and re-advanced the pod pc and encountered resistance at the same location. While attempting to remove the pod pc, it unintentionally detached. The lantern was removed and the physician noticed that the pod pc was contained inside the angiographic catheter. Therefore, the angiographic catheter containing the detached pod pc was removed from the patient. The procedure was completed using two additional pod pcs, the same lantern, and the same angiographic catheter. There was no report of an adverse effect to the patient.